Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from procedural errors. Correct use and procedural instructions are described in this product's instructions for use.

Event description:
Time of loss in relation to the implantation was before prosthetic restoration. Bone quality at the time of implant failure type ii. Peri-implantitis and infection was reported. Primary stability and osseointegration was achieved. Augmentation procedure was performed at the time of surgery. At time of implant failure there was fistula.